Manufacturer narrative:
The force bipolar instrument was found to have grip input disk axis #7 broken. As a result of the full break, functional testing for motion related issues cannot be performed. The broken pieces were returned with instrument. Other backend components adjacent to the broken inputs do not show damage. Root cause of broken input disk is attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's disc was spinning freely, and the jaws would not open. The procedure was completed with no reported injury.